Manufacturer narrative:
(B)(4). The customer reported that when they pulled the power cord out of the ac power module, the connector wires split. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when they pulled the power cord out of the ac power module, the connector wires split. There was no reported patient involvement.